Manufacturer narrative:
Unit received with damaged cow catcher corner. However unit passed functional testing. Reference manufacturer report number: 2032227-2014-64552.

Event description:
It was reported the customer had differences between their sensor glucose and blood glucose readings. The customer stated their blood glucose was 30 mg/dl and their sensor glucose was reading 73 mg/dl. Customer stated they had treated for their low blood glucose and declined to troubleshoot. The customer also reported experiencing sensor glucose and blood glucose differences with multiple sensors. Customer declined to troubleshoot any further. The customer's sensor and transmitter will be replaced. No additional information provided.